Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states. "Early or late postoperative infection and allergic reaction." "Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-01317 / 01318 / 01319).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that patient underwent left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, elevated metal ion levels, lack of mobility, and damage to bone and tissue. It was further alleged that corrosion on the taper was encountered during the revision surgery and that the acetabular cup was loose. Additional information received from operative report noted patient was revised on (B)(6) 2013 due to aseptic loosening of the acetabular cup. Operative report further noted turbid synovial fluid, taper corrosion, no bony ingrowth around the acetabular cup and a suspected remote fracture of the pelvis during the revision procedure. The modular head, acetabular cup and taper adapter were removed and replaced with a biomet modular head and taper adapter and a competitor acetabular cup and liner. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that patient underwent left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013, due to patient allegations of pain, swelling, inflammation, elevated metal ion levels, lack of mobility, and damage to bone and tissue. It was further alleged that corrosion on the taper was encountered during the revision surgery and that the acetabular cup was loose. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.